Event description:
Additional information was received from a manufacturer representative (rep) stating they saw the patient on (B)(6) 2025 and she did not disclose anything about a fear of the wires moving/leads being loose. Patient had turned stimulation up on her own more than she needed to. Wire connectivity was noted to be "good". Rep reprogrammed patient and re-educated her about the patient programmer. Issue is resolved, it was due to the patient not understanding the use of a patient programmer, nothing involving the implanted device. Doctor is aware. MDR decision corrected not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." H6: codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2023, brand name: vectris surescan; product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2023, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they feel their ins needs to be reprogrammed. Patient stated their device "vibrates really hard" and when they lay down on their back it vibrates so hard they can't stand it. Patient mentioned they think the wires/leads may be loose. Pt stated they spoke with manufacturer rep, and was instructed to decrease stimulation intensity. Pt stated they decreased the intensity from 8.0 to 6.0 but it didn't resolve the issue. Pt requested to connect with a rep again and said they lost their phone number. Agent sent email to the field for visibility.